Event description:
Reportedly, on (B)(6) 2024, a pacemaker replacement was conducted. In order to disconnect the ventricular lead (competitor¿s products) from the connector of the pacemaker (reply dr, s/n : (B)(6)), a physician inserted a torque wrench (competitor¿s products) into the setscrew, but could not feel it engage in th ehex slot. The physician used strength and the connector pin of the ventricular lead was pulled out of the connector when the ventricular lead was pulled. The atrial lead (competitior¿s products) snapped into place as usual and the hex slot could be turned. The pacemaker was replaced, and the atrial and ventricular leads were connected to the new pacemaker (product information unknown) and continued to be used.

Manufacturer narrative:
The conclusions are as follows: - the visual inspection did not reveal any abnormality. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. - the issue described in the complaint has not been reproduced. - traces of glue bead were noticed over the ventricular setscrew cavity which could explain the difficulty to engage the screwdriver into the setscrew cavity. - based on the available data, no issue is suspected on the subject pacemaker. For more details, please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2024, a pacemaker replacement was conducted. In order to disconnect the ventricular lead (competitior¿s products) from the connector of the pacemaker (reply dr, s/n : (B)(6), a physician inserted a torque wrench (competitior¿s products) into the setscrew, but could not feel it engage in th ehex slot. The physician used strength and the connector pin of the ventricular lead was pulled out of the connector when the ventricular lead was pulled. The atrial lead (competitior¿s products) snapped into place as usual and the hex slot could be turned. The pacemaker was replaced, and the atrial and ventricular leads were connected to the new pacemaker (product information unknown) and continued to be used.